Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012526095); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a severely calcified bicuspid aortic valve with right-left fusion and annulus to left ventricular outflow tract calcification underwent a transcatheter aortic valve implantation procedure. During deployment at 80%, infolding of the valve was observed. The physician recaptured and removed the valve, then proceeded with a new valve and delivery system.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a severely calcified bicuspid aortic valve with right-left fusion and annulus to left ventricular outflow tract calcification underwent a transcatheter aortic valve implantation procedure. During deployment at 80%, infolding of the valve was observed. The physician recaptured and removed the valve, then proceeded with a new valve and delivery system. Additional information was received indicating that no misload was noted during loading. Per the physician, the annular calcium and bicuspid aortic valve contributed to the infold. A procedural delay occurred as a result of the infold.